Event description:
It was reported that one of their paramedics started a viavalve safety IV catheter 20g IV. They got good placement, but when they went to attached an extension to the catheter, the catheter detached at the pink hub. Leaving the flexible catheter inside the patient with no way to get it out. No significant delay, IV unable to be established when patient required one. Hospital had to remove the catheter that was left inserted in the patient. IV was being started, no medication was being given. There was a patient involvement and there was a patient injury.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6: updated. The suspected products were returned for evaluation. Visual inspection confirmed that there were no anomalies reported. The lot history review was performed, and it was confirmed that there were no previous conformities noted. The allegation made by the complainant could not be confirmed and the probable root cause of the event could not be identified.